Manufacturer narrative:
Analysis of the returned hand switch confirmed an electrical failure as it functioned intermittently during testing. Depressing 3d acquisition button did not consistently initiate exposure.

Event description:
A medtronic representative reported that, while in a spine procedure, the imaging system mobile view station (mvs) screen went black. The surgeon opted to discontinue the use of their navigation system and imaging system and continued the procedure to completion using a c-arm. No further details regarding this issue, or specifically when it occurred, were provided. Delay in therapy was less than one hour. There was no impact on patient outcome.

Manufacturer narrative:
Analysis of the returned hand switch confirmed an electrical failure as it functioned intermittently during testing. Depressing 3d acquisition button did not consistently initiate exposure.

Manufacturer narrative:
Analysis of the returned hand switch confirmed an electrical failure as it functioned intermittently during testing. Depressing 3d acquisition button did not consistently initiate exposure.